Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not using room temperature insulin. There was no reported impact to the customer¿s blood glucose level. Customer was educated to use room temperature insulin when filling cartridge, declined to load new cartridge, chose to continue using current cartridge.